Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Event description:
An optometrist reported that two months following bilateral lasik surgery, the patient reported experiencing foreign body sensation and photophobia, as well as dryness in both eyes. The patient reported that she needed to wear sunglasses to drive, at the onset of her symptoms, and that her near and distance vision were reduced within two weeks following the procedure. At the most recent follow up visit, the patient reported ongoing eye dryness, in spite of the treatment prescribed. Additionally, the patient stated that she will be seeking a second opinion regarding her treatment for dry eyes from another optometrist. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.